Event description:
It was reported that in the literature review "arthroscopic latarjet procedure with double-button fixation: short-term complications and learning curve analysis"; 2 patients required a revision surgery after an arthroscopic latarjet procedure where a double endobutton was used. The patient outcome is unknown, and no further information is available.

Manufacturer narrative:
Internal complaint reference: (B)(4). Doi: doi.org/10.1016/j.jse.2017.12.007. Bonnevialle, n., thélu, c. E., bouju, y., vogels, j., agout, c., duriez, p., & azoulay, v. (2018). Arthroscopic latarjet procedure with double-button fixation: short-term complications and learning curve analysis. Journal of shoulder and elbow surgery, 27(6), e189-e195.

Manufacturer narrative:
H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was no relationship found between the device and the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. Our clinical investigation concluded: without the requested patient specific supporting documentation, a thorough medical investigation cannot be performed. Additionally, the images, charts, or graphs documented/referenced in the article (per the author/writer) have been interpreted within the text. Therefore, further interpretation of the provided images is not required. Therefore, no further clinical/medical assessment is warranted. Insufficient product identification information was provided and thus a complaint history review could not be performed. Insufficient product identification information was provided and thus a manufacturing record review could not be performed. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. Insufficient product identification information was provided, and thus, an instructions for use review could not be conducted. Insufficient product identification information was provided, and thus, a risk management review could not be conducted. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.